Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred several times on the architect i2000sr analyzer. No impact to patient management was reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.2 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
Pt receiving an epidural for child birth. Tip of the epidural catheter broke off in pt. Tip has been left in pt at the advise of the physician and medical literature which supports not performing invasion treatment to remove. Pt delivered healthy baby boy via natural childbirth. Mother and baby were discharged on schedule (B)(6)2010 in good condition. Dates of use: (B)(6)2010. Diagnosis or reason for use: child birth. Event abated after use: yes.

Event description:
The customer observed architecti2000sr analyzer error code 1007 (unable to process test, activated read failure) for miscellaneous assays when reaction vessel (rv) lot 71519p100 was in use. The customer was sent a replacement lot of rvs. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.